Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to log in to the cabinet and user had requested the windows password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in to the cabinet. The technical support specialist (tss) assisted the user in clearing the login screen issue, after which the user was able to log in successfully. Functionality was confirmed as normal. The system functioned as intended after the technical support specialist troubleshot the issue.